Manufacturer narrative:
PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, three-way plastic stopcocks were described as broken when the physician was attempting to inject contrast media during a transarterial chemoembolization procedure. The physician mixed the contrast media when the first three-way plastic stopcock malfunctioned. The physician changed to another three-way plastic stopcock with the same result. A third three-way plastic stopcock also malfunctioned. Subsequently, another manufacturer's metal three-way stopcock was used to successfully complete the procedure. All three devices were from the same lot. No patient adverse effects were reported as a result of this event.

Manufacturer narrative:
A review of the complaint history, device history record, quality control, and a functional test & a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that three devices were returned for investigation. All three devices contained orange surface matter on them. Upon further inspection, all three devices had cracks that were leaking. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. However, it is noted in the quality control procedures that products tested on high pressure must be discarded. The work order from this lot does not notate or list that any devices from the lot were in fact checked or discarded. Measures are being conducted to address this gap. It should also be noted that the only other complaint from this lot number was pr251599, and it was for the same device failure and from the same facility. Furthermore, a search was performed to examine how often this failure has occurred within the last three years. Including this complaint, as well as pr251599, the occurrence rate was determined to be within the current range captured by the risk documentation associated with this device failure. Per the quality engineering risk assessment no further action is required. Moreover, the product labeling accurately represents the device manufactured. However, an IFU is not included with this device. Based on the information provided and the examination of the returned product, investigation has concluded that the design of the device is inadequate. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Measures are being conducted to address this failure mode. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.